Manufacturer narrative:
Additional details: initial reporter information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the treating physician does not believe the pipeline device caused or contributed the post procedure event.

Manufacturer narrative:
The device was not received as it was implanted in the patient. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Based on the reported information, it is unknown what caused the hemorrhage. Hemorrhages are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the patient experienced a large hemorrhage post the flow diverter procedure.